Manufacturer narrative:
Approximate age of device- 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient was expired. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired on (B)(6) 2018. Multiple requests for additional information and product return were issued to the customer. No further information or product was received. Should the device become available, this file may be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event. Heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system.